Manufacturer narrative:
The complaint acunav catheter was performance tested and found to be fully functional. The investigation indicates that the cause of the complaint is incomplete insertion into the swiftlink connector. Recommendation to customer: use care to ensure catheter connector is fully engaged into swiftlink before locking down. If catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink. Use as normal.

Event description:
It was reported that during an afib procedure, the soundstar eco catheter was unrecognized, no image was present on the sc2000 uls system. They switched to a standard acunav catheter, which had triple line artifact on the screen. They exchanged it for another acunav catheter and the issue resolved. Case was completed successfully. (B)(4).